Event description:
On the initial report, received by aso on 03/30/2022 consumer stated that the product tore the skin from the crest of her forearm in the elbow upon removal and another piece of the product would not come off her skin. On completed cir received from consumer on 04/22/2022, she stated sought medical attention, where the rest of the product was removed from her skin by the doctor and nurse.

Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 04/22/2022 consumer stated medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 05/17/2022 unused returned product were submitted to the lab for testing with no defects noted. Also manufacturer evaluated retained samples of the same lot with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted.